Event description:
It was reported that a revision surgery was needed due to a sustain space backing out. This event occurred in japan.

Manufacturer narrative:
The purpose of this investigation is to evaluate the risk associated with the identified hazard/failure of migration. The reported failure is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report: b4, g6, h2, h6, h10.

Event description:
It was reported that a revision surgery was needed due to a sustain space backing out. This event occurred in japan.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.